Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2019 and had seizure last week. Customer blood glucose level was 54 mg/dl at the time of incident and current blood glucose level was 214 mg/dl. Customer treated low blood glucose with glucagon, intravenous liquid and vitamins. Customer was alleging that the insulin pump was over delivering. The device will not be returned for analysis.